Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. Additionally, it was noted that the hypotube was separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with a previously implanted stent causing the reported failure to advance and possibly the device separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number: (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an bifurcation coronary lesion that was not calcified in the left anterior descending coronary artery. Both the xience prime and xience xpedition stent delivery systems (sds) failed to cross due to an interaction with another stent delivery system in the body at the same time. A non-abbott stent was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided. No additional information can or will be provided. Device analysis revealed the hypotube was separated.